Event description:
Caller states during a correlation study the following coaguchek/lab results were obtained: patient 1: 4.1 inr/2.7 inr. Patient 2: 3.6 inr/2.7 inr. Patient 3: 4.0 inr/2.8 inr. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.